Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the haptics bent. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (under 21yrs of age at date of implant) claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.0/2.0/073 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. Intraoperatively the lens was removed due to low vault and the problem resolved. Cause of event was unknown.